Event description:
The pt was bilaterally implanted with a smooth salines on 10/12/95, subsequently the prosthesis were removed due to foreign growth noted inside the devices. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.